Manufacturer narrative:
The device has not been returned to date. Should additional information become available this investigaiton will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The device battery showed 15% remaining in (B)(6) 2021 via remote monitoring transmission. A device replacement was thus done, and no additional adverse patient effects were reported besides the revision procedure. Additional information noted that due to the covid-19 virus the hong kong office was closed for a long period of time, thus the device has not been returned to date. Should additional information become available regarding the device return this investigation will be updated.

Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The device battery showed 15% remaining in (B)(6) 2021 via remote monitoring transmission. A device replacement was thus done, and no additional adverse patient effects were reported besides the revision procedure. The device will be returned for analysis.